Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 7.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set tubing was leaking from the top of the infusion set where the needle was coming through which occurred on (B)(6) 2024. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.